Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodge in open heart surgery. A week later, the patient was brought back, the lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.